Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use two resolute integrity rx coronary drug eluting stents to treat a moderately tortuous, severely calcified lesion with 95% stenosis located in the lad. Both devices were inspected prior to use with no issues noted. Negative prep was performed for both devices with no issues noted. The lesion was pre-dilated prior to use of both devices. Both devices did not pass through a previously-deployed stent. Resistance was encountered while advancing both devices to the lesion and excessive force was used while advancing both devices. It was reported that during the procedure; the lesion was pre-dilated using 1.5x12 mm and 2.0x20 mm balloons. The first device could not pass through the lesion because of the lesion calcification. The strut of the stent was raised and the shaft of the stent was broken. The physician then pre-dilated the lesion using 1.5x12 mm, 2.0x20 mm, 2.5x15 mm and 3.0x20 mm balloons. A second device also could not pass through the lesion. The strut of the stent was raised and the shaft of the stent was broken again. The procedure was not completed. The patient's status post procedure is stable. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, meaning that the event was procedural related and not device related.

Manufacturer narrative:
The shaft was twisted on the breaking point. The stent strut was raised and shaft deformation was seen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: there was a kink on the catheter 48cm distal to the strain relief. There was a kink on the transition tubing 27.5cm proximal to the distal tip. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 2nd, 3rd, 4th, and 9th distal stent wraps with struts raised and overlapping. No deformation was evident to the distal tip. The inner lumen patency was verified with a mandrel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: an image shows the lesion as reported by the account. A guide wire is delivered through the lesion. A device that appears to be a balloon is delivered to the lesion. The lesion is pre dilated. A final contrast image shows that there is poor flow in the vessel. There were no images showing the failed delivery of the stents, the reported stent deformation or the reported detachment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.